Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date in 2007. Subsequently, the patient was revised on (B)(6) 2014 to convert from a metal on metal hip. Per the surgeon, there were no signs of metallosis. The biomet cup and head were removed and replaced by a biomet ceramic head and competitor cup and polyethylene liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4).the product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.